Event description:
It was reported that ems (emergency medical services) visited patient due to hyperglycemic episode. Blood glucose (bg) values that dropped to 40 mg/dl while wearing the pod longer than 48 hours. Symptoms include seizure, confusion, shaking and sweating. For treatment, the patient was given intravenous (IV) dextrose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency medical services and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.